Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument, manufacturing date: 20-nov-2017, expiration date: 01-nov-2027, part number: 04.037.123s, 11mm/125 deg ti cann tfna 320mm/left- sterile, lot number: h505204 (sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns063041 rev h met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label logs lppf, lmd/lpf rev ac were reviewed and determined to be conforming. Scn 14373 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to non-union and cut-out¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2020, the patient underwent the open reduction internal fixation surgery for the femoral trochanteric fracture with the tfna nail and blade. The surgery was completed successfully without any surgical delay. 1 week after the surgery, it was confirmed that the blade slid about 10 mm and the sliding stopped when the proximal bone fragment touched the nail. On (B)(6), 2021, the patient visited the hospital. On the same day, it was confirmed by x-rays that non-union and slight cut-out had occurred. On (B)(6), 2021 the patient will undergo the revision surgery removing the tfna implants and performing bha surgery. The patient outcome was unknown. No further information is available. Concomitant device reported. Unknown locking screws trauma (part# unknown, lot# unknown, qty unknown). This complaint involves two (2) devices. This report is for (1) 11mm/125 deg ti cann tfna 320mm/left - sterile. This report is 1 of 2 (B)(4). This pc related to (B)(4).